Event description:
The aci sales professional reported that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back and the sheath came out of the access site. The patient was converted to 10 minutes of manual compression. Then a femostop was applied at the access site for approximately 2 hours. No further information is available.

Manufacturer narrative:
An attempt to inflate the returned device revealed a leak in the balloon. Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon approximately 6mm from the balloon proximal tip. A scratch was observed leading to the proximal end of the tear. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. It was reported that a pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site. Per the mynx instructions for use (IFU), the safety and effectiveness of mynxgrip have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1302201) indicated that the device met all established performance criteria prior to shipment.